Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure . On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), dizziness ("dizziness"), alopecia ("hair loss"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain and fatigue outcome was unknown and the genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, dizziness, alopecia, headache, vaginal discharge and vaginal infection outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, dizziness, alopecia, headache, vaginal discharge, vaginal infection and fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was bilateral satisfactory placement and full occlusion. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 20 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast pain female and breast pain female. Previously administered products included for birth control: iud from 2005 to december 2011. Concurrent conditions included stomach burning sensation of. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), headache ("headaches"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain"), abdominal pain lower ("stomach pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dizziness, alopecia, headache, fatigue, nausea, allergy to metals, vision blurred, migraine, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menstrual disorder, vaginal infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal infection and vision blurred to be related to essure. The reporter commented: there were approximately 7-8 leading coils afterwards. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral satisfactoryplacement and full occlusion hsg -no evidence of tubal patency; sterilization. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events dizziness, headache, pelvic pain. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet received. Event stomach pain was added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to december 2011. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), headache ("headaches"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain") and abdominal pain lower ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dizziness, alopecia, headache, fatigue, nausea, allergy to metals, vision blurred, migraine, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menstrual disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal infection and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral satisfactoryplacement and full occlusion hsg -no evidence of tubal patency; sterilization most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - events nausea, nickel allergy, blurred vision, migraine, abdominal pain, stomach pain added. Reporters added, lot number added, events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. A36521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast pain female and breast pain female. Previously administered products included for birth control: iud from 2005 to december 2011. Concurrent conditions included stomach burning sensation of. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), allergy to metals ("nickel allergy"), vision blurred ("blurred vision") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizziness"), headache ("headaches"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("abdominal pain"), abdominal pain lower ("stomach pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, dizziness, alopecia, headache, fatigue, nausea, allergy to metals, vision blurred, migraine, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, dysmenorrhoea, menstrual disorder, vaginal infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, vaginal infection and vision blurred to be related to essure. The reporter commented: there were approximately 7-8 leading coils afterwards. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral satisfactoryplacement and full occlusion hsg -no evidence of tubal patency; sterilization. Concerning the injuries reported in this case, the following one were described in patient¿s medical record confirming events dizziness, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 20 months after insertion. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.